Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6137790, medical device expiration date: 2017-11-30, device manufacture date: 2016-05-16, medical device lot #: 6040944, medical device expiration date: 2017-08-31, device manufacture date: 2016-02-09, medical device lot #: 6165939, medical device expiration date: 2017-11-30, device manufacture date: 2016-06-13. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for the listed lot numbers was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the customer noticed 6 samples with erroneous results for the bd vacutainer® sst¿ ii advance plus blood collection tubes. They reported that iqc sodium levels showed significant difference between tests for these samples. No injury or medical intervention reported.